Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision approximately fourteen years post-implantation due to pain. No additional patient consequences were reported.

Event description:
It was reported that patient underwent a revision approximately fourteen years post-implantation due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00908, 0001822565-2024-00909, and 0001822565-2024-00911. D10 medical devices: unknown femoral size g catalog#: ni lot#: ni. Unknown 10mm art. Surface catalog#: ni lot#: ni. Unknown 32mm all poly patella catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical report: standard instrumentation and technique for nexgen total knee arthroplasty was utilized; stability, range of motion, leg alignment, patella tracking, and soft tissue balance was checked with trials. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall size of the implant is appropriate. Osteopenia is present. Right total knee arthroplasty with significant loosening of the tibial component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.